Manufacturer narrative:
(B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a suspected blood intrusion into the device due to a balloon rupture. There was patient involvement but no was harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked for blood contamination around the pim and safety disc, but blood intrusion was no trace of blood was found. The unit passed pneumatic module leak tests and autofill testing. The device was returned to normal clinical use.